Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ plus analyzer japan, an unspecified number of patient samples had resulted as flu b negative from the analyzer. Upon visually examining the test cartridges, the user interpreted the results as flu b positive. No confirmatory testing was performed. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer is having discrepant results (catalog number 256065, serial number not available). Customer feedback that the analyzer displaying results as negative while positive results can be seen visually on cartridge. Replacement unit provided to the customer. However, quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Thus, this complaint is unconfirmed. Device history record review unable to perform as there is no serial number provided by the customer. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported when using the bd veritor ¿ plus analyzer japan, an unspecified number of patient samples were resulted as flu b negative from the analyzer. Upon visually examining the test cartridges, the user interpreted the results as flu b positive. No confirmatory testing was performed. There were no health impact or consequences reported.